Event description:
It was reported there has been an increase of "air in line" alarms. This alarm is happening with two types of medications: immunoglobulins and iron products. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air in line issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.